Event description:
A customer reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. While waiting to speak with technical support, the customer successfully reloaded the cartridge and resumed insulin therapy, resolving the issue. No prior instances of similar alarms were reported with this device.